Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid was present on the distal conductor.

Event description:
It was reported that during implant the left ventricular (lv) lead had positioning/fixation difficulty. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.